Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced low blood glucose between 20 mg/dl and 40 mg/dl. Glucagon was used to treat. The customer refused troubleshooting with the insulin pump and stated she did not believe it was related to the insulin pump. Her eating schedule was off and her sensor was not inserted as she was traveling, so she did not receive any alarms. Nothing further reported.